Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 6 patients that were implanted with the external midface distractor at university of chicago medical center. Patient number 6: 6-year-old male. The patient underwent craniofacial surgery - frontofocial osteotomy and advancement (monobloc/lefort iii). Post op complication included infection and halo device 'fell apart' due to some form of trauma/insult to hardware. Patient's mother was not watching the child at the time of device failure. All pins fell out. The exact nature of insult to the device is unknown. Treatment/intervention included: hardware was removed from infected pin site and irrigated profusely with bacitracin laced sterile saline solution. New pin site was found. Eventually the device had to be removed and distraction aborted due to device failure following trauma. This occurred after rectifying the infected pin site.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.